Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire pyxis system had failed. The field service engineer (fse) found that both the main and auxiliary units were unrecoverable. The pyxibus cable connecting the main unit to the auxiliary was damaged. The fse replaced the damaged cable with a new one, after which the main and auxiliary units were able to recover. The customer tested the system and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the entire pyxis system became unrecoverable. The user was able to access patient-specific, tower and refrigerator medications; however, both the main unit and the auxiliary unit were inaccessible. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.